Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to reporter, during use, there was fire damage. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted thermal damage at the mono1 receptacle. The device was returned with a 3rd part handpiece that was also thermally damage and the handpiece was routed for analysis. The ground lug was also observed to be broken off. The mono1 receptacle was retained and a test component was installed for the remainder of the investigation. The device then went through and passed rf output, rem function, high-frequency leakage, and cross coupling testing with no faults observed. The issue was resolved by replacing the monopolar 1 receptacle and the ground plug. It was reported that there was thermal damage. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: ground lug was also observed to be broken off. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.